Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were measured. It was stated impedances were between 1000-1100 ohms except for contact 15, which was greater than 40,000 ohms. Contact 15 was not being used in programming. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no programming was on the fractured electrode, so the patient was getting therapy. There were no interventions taken or planned, and no diagnostics performed.